Manufacturer narrative:
The device history record confirms that the product passed and met all requirements before releasing. Site confirmed that no patients were present in the room when the incident occurred. Cynosure field service engineer (fse) arrived at the site and inspected the unit. Fse replaced the hvps to resolve the issue. Fse then tested, calibrated the handpieces, and topped off coolant. Cynosure llc is reporting this event out of an abundance of caution since if it were to reoccur, the smoke and fire can cause serious injury.

Event description:
Site reported that when they turned their icon device on flames and smoke came out.